Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the anchor broke during an acl procedure. It was admitted by the operator that the surgical technique was incorrectly followed during implantation of the anchor. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause determined to be use error. Per the given information, the operator was not able to place the implant under the cortical bone layer, as a result of not using the crosshair correctly and incorrect manipulations, incompatible with the surgical technique. The operator admitted that it was his technical error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.